Event description:
The initial reporter alleged the generation of discrepant results while testing blood donations with the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas taqman instrument. On (B)(6) 2020, a sample from the same blood draw was tested under sample ID (B)(6) and generated a non-reactive result for hepatitis c virus (hcv) using the kit s201 t-scrn mpx v2.0 96t ce-ivd assay. The same blood draw was tested on the cobas e 600 analyzer and generated a positive serology result for hcv with cut-off index (coi) values of 25, 25, and 18. The same blood draw was retested under sample ID (B)(6) using the kit s201 t-scrn mpx v2.0 96t ce-ivd assay and generated a non-reactive result for hcv. Additional testing with a viral load assay generated a non-detectable result for hcv; however, no information regarding the specific test or testing date was available. Additional serology testing on the abbott platform generated a non-reactive result with a coi of 0.21. The blood donation was not released.

Manufacturer narrative:
The analysis was performed on a cobas taqman instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within specifications. A review of batch records, complaint history, product release, and stability data did not identify any product-related issues. No trends or related internal non-conformances were observed. The assessment of the customer¿s system did not indicate an instrument issue. The investigation was limited by the unavailability of raw data for the viral load test and incomplete information regarding the specific test used or testing date. The root cause of the discrepant results could not be definitively determined. Potential contributors include the possibility of a low-level viral load below the assay's detection limit, the clearance of infection with residual antibody positivity, or a false positive serology result. The blood donation was not released.